Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of bilateral inguinal hernia. It was reported that after the implant, the patient experienced chronic wound infection due to infected mesh, pain, disability, psychological stress, depression, loss of enjoyment of life, mesh contraction, mesh tented, attenuation, oozing site, discharging sinus tract, fistulous track, phlegmonous track, inflammation, bloody serious discharge, nausea, non-healing wound, loss of soft tissue, and mental anguish. Post-operative patient treatment included additional surgery, hospitalizations, antibiotics, wound packed, and removal of mesh.